Event description:
It was reported that the customer was hospitalized several times for high blood glucose. The grandmother stated that she does not remember the dates. It was stated that the doctor disconnected the insulin pump and felt the device should be replaced. Advised the grandmother to continue with a back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.